Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, the pt reported she began receiving e4 (occlusion) errors on her infusion device yesterday and her blood glucose range from 70-122 mg/dl. Today, her blood glucose has been in the 300 mg/dl range. Her normal blood glucose range is 100-160 mg/dl. She stated that the insulin cartridge in use yesterday "fell apart" and she put it back together. She stated the adapter had been in use for one month, the infusion tubing had been in use for 1 day and the infusion site had been in use for 3 days. She disconnected from the infusion site and primed without error. She changed the infusion site and found the infusion site was bent. At the time of the report, her blood glucose measured 274 mg/dl and she bolused 1.2 units of insulin without error. She was sent info on infusion site management, adapters, and infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.